Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of distal embolism and the patient's perforation was likely the result of inadvertent catheter perforation. Cardiac perforation, arrhythmias, cardiogenic shock, and death are listed in the device labeling as potential complications / adverse events. This report is being filed for the t20 curve. Refer to MFR report # 3020347218-2023-00028 for the report on the CT bold catheter device. Manufacturer reference #: (B)(4).

Event description:
A 78-year-old female with left lower extremity deep vein thrombosis (dvt) underwent a thrombectomy with the inari clottriever system. The clot age was estimated at 5 days. The procedure was performed under monitored anesthesia with the patient in a prone position. Wire positioning was successfully obtained and the clottriever bold catheter was advanced. Two passes were performed before the heart rate decreased from a baseline of 75 bpm to the 60 range. The patient continued to deteriorate as imaging was attempted. A venogram of the lower left extremity revealed no clot burden indicating a potential embolism. The heart rate further declined (50 bpm range) and the patient was repositioned supine. Cardiopulmonary resuscitation (CPR) was administered and the patient was intubated. The pulmonary angiogram confirmed a pulmonary embolism on the left side and the surgeon converted to use of the flowtriever. Wire positioning was obtained and a triever24 (t24) was inserted but would not advance past the curvature of the left pulmonary artery; a triever20 curve (t20c) was then telescoped through the t24. An aspiration was performed which resulted in an obstruction. The device was removed from the patient and a moderate sized sub-acute clot was flushed. The t20c was reinserted and 2 more aspirations were performed, but yielded no clot; aspiration with the t24 also yielded no clot. Another angiogram revealed perforation of the left pulmonary artery. At this point resuscitation efforts had been conducted for 30 minutes and the cardiac rhythm identified pulseless electrical activity (pea). Resuscitation efforts were discontinued and the patient expired.